Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the hand activations contacts were damaged. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was tested on a gen11. The device was functional when the max or min hand activation buttons were pressed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hepatectomy, ¿two switch activations detected¿ was displayed when the device was used. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.